Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and passed. A global receiver functional test was performed and failed, but the failure was not related to the complaint issue. Manual "try it" testing and was performed and passed. A drop test was performed and passed. The reported event of no vibration was not confirmed. The root cause could not be determined.